Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743fa, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they developed discomfort at the battery site/pocket about 3 months prior. The patient was seen on (B)(6)2015 for evaluation. Impedances were normal, and no cause was determined. It was unknown if the discomfort was device related but it was stated it seemed to be unrelated to the effective therapy. The patient was receiving effective therapy. The patient was doing well but was being scheduled to see pain physicians to discuss options regarding the discomfort. The patient further reported an x-ray was done to rule out hip issues but it was determined the implantable neurostimulator (ins) moved in the pocket, and slid down lower into her buttock and she was sitting on it. The patient experienced excruciating pain at the ins site and suffering. As a result a new ins was placed on (B)(6) 2015 on the opposite side. A culture was taken to check for infection, but no one ever told her the device was infected. The patient denied any weight loss/gain or any traumas or falls that could be related to the issue. The ins was discarded. Following replacement the patient fully recovered and was receiving excellent therapy. Relevant medical history includes chronic low back pain.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient was last seen on (B)(6) 2015 after the patient reported back pain that resulted in ins replacement. The staples were removed at that appointment and the patient did not mention any issues in regards to spinal cord stimulation (scs) to the office at that appointment.